Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Unable to verify pump error 44 due to critical pump error. The pump history download confirmed the pump alarmed 3 consecutive pump error 63 alarms (line number 147 file number 2017) on (B)(6) 2025, 20:44:49.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. No moisture damage noted to the motor assembly, pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 63 alarms, problem isolated to the electronic assemblies. Unable to confirm pump error 44 due to critical pump error. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed that customer was able to clear the alarm and passed the self test. No harm requiring medical intervention was reported. Mmt-1886 returned for analysis.